Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 the following findings: unable to duplicate complaint about intermittent vibration. Vibration works properly. The pump was opened and there was no evidence of the moisture inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.